Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. No high current drain sources were found during bench, automated electrical, temperature, and humidity testing. The battery was sent to the vendor for further analysis. An internal battery anomaly was found to cause the premature battery depletion.

Event description:
It was reported that the device could not to be interrogated. Premature battery depletion was suspected. The device was explanted.